Event description:
The facility's biomedical engineer reported an infusion pump with an 807:05 failure code that occurred during patient use. The biomed states that there was no report of any patient injury or medical intervention resulting from this failure, unknown medication was being infused at a rate of 75 ml/hr with an unknown volume to be infused. The pump failed within 14 minutes of the start of the infusion. The tubing product code and lot number as well as the size of the bag were unknown by the biomed, and no additional contact information was available.